Event description:
It was reported that the surgeon was using a competitor's lens with a msi-tf injector and the lens haptic tore during insertion. The surgeon enlarged the incision and removed the lens and replaced it with same model lens. A suture was used. It was reported that the cause of the iol damage was due to a loading error.